Event description:
Information was received from an healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable pump for spinal pain indications. It was reported that there was delayed healing of the pocket site after the replacement of the previous pump. No infection was confirmed, but it was possible. There were no additional factors that contributed to this issue. Interventions taken to resolve the issue included an explant of the pump. The pump was explanted, and the catheter was tied off. The pump will not be replaced in the future. The issue was resolved at the time of the report. The healthcare provider (hcp) had no additional information for the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.